Event description:
It was reported that the patient had experienced cycling issue with the inflatable penile prosthesis (ipp). Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.